Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that pericardial effusion was present and confirmed. Cardiac perforation was suspected, and the examination was done by a computerized tomography scan, but no definitive decision was made. No intervention was performed. The patient was in stable condition.